Event description:
A patient implanted with a neurostimulator (ins) for parkinson's dual and movement disorders reported the patient was using a hand drill over the weekend and lost a volt. It was reported that the battery level decreased from 2.82 to 2.81, so it appears the battery level decreased 0.01 volts. The patient also experienced a shocking sensation and stinging while using the drill. The stinging did not let up until they stopped using the drill. The patient¿s healthcare provider (hcp) reportedly checked the device and determined nothing was wrong with it. No further complications were reported.